Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user experienced hypoglycemia with a lowest bg of 66 mg/dl. The event occurred after the patient forgot to announce a meal until after eating, which led to insulin stacking. The low was corrected with food. No medical intervention was required.